Event description:
Customer service states the provider states the weldment on the support tube was bent. Provider disconnected. The caller has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information is received.